Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The im3steu complete brain imc probe kit was not returned after three good faith effort (gfe) attempts were made; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause could not be determined; however, the probable root cause for the reported complaint could be linked to the product or could be due to human misuse. If the sample is returned, this complaint will be re-opened, and the device evaluated. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the patient's head was lifted to place a folded flannel (for a pillow) when the licox bolt in the complete brain imc probe kit (im3steu) dislodged from the patient's head. The patient's vitals were stable aside from unknown icp as they were unable to monitor same. There was a delay in patient care as the device was dislodged; the exact time is unknown.